Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 35 (a broken force sensor was detected during seating or regular delivery) and observed a physical damage. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error and explained the pump performs safety checks and error was found. Troubleshooting was performed for cosmetic damage and found the crack was on back of the pump near the battery side. The crack on pump was not related to the retainer ring. The crack on pump was affecting the pump functionality. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump was received with the critical pump error during boot up. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test or self test due to the critical pump error. Pump history files and traces successfully downloaded using thump. Pump error 35 was confirmed in the history file [july 17, 2025 at 11:39]. The pump was cut open to perform visual inspection and found moisture damage on the force sensor. The following were noted during visual inspection: cracked battery tube threads, scratched case, cracked keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay, missing serial number label and partially broken retainer. Cosmetic damage was confirmed during analysis with cracked battery tube threads and cracked case-corner of belt clip rails. Pump error 35 and critical pump error were confirmed during analysis due to moisture damage on the force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.